Event description:
It was reported that the patient has breast cancer and resulted in moving the implantable cardiodefibrillator system to the right side of their body. During the repositioning procedure the patient received an inappropriate shock due to "post shock noise" during the defibrillation threshold testing in the right ventricular lead. The lead was removed and replaced with a new lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.